Manufacturer narrative:
Concomitant medical products: sigpshell, sig power sigpshell control shell (lot#: unknown); unk-sigadapt, unknown signia egia adapter (serial#: unknown); unknown endo gia sulu (lot#: unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy procedure, after clamping the duodenum for a duodenal resection, the surgeon attempted releasing the device from the tissue in order to re-clamp due to the change of resection line, but the device did not respond; even when the opening/closing operation was tried. The jaws could be opened and released from the tissue when the device was restarted. The handle was replaced to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. Visual inspection noted the image displayed the side view of the handle and there was no abnormality based on the photo. Functional testing noted there were no abnormalities that would have caused or contributed to the reported condition. The handle had 288 of 300 procedures remaining. A clamshell and adapter were connected to the returned device and calibrated successfully. The device was able to fire without issues on the a1 test fixture. A reload was attached to the device and was able to clamp and articulate without any issues. A review of the system logs showed a fatal error caused by software restrictions on the queue. This failure will result in the handle becoming unresponsive. It was reported that the jaws of the device remain closed on tissue. The reported issue was confirmed. The most likely cause was traced to software coding. This issue may occur due to a software restrictions on the capacity of the queue. This condition would cause the handle to stop operation and impact the handle either extra operatively or intra operatively. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.